Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found an electrical short and a damaged inner insulation. An x-ray revealed that these were caused by over torque of the distal coil at the connector area.

Event description:
I was reported that during implant the lead dislodged and exhibited a loss of capture and loss of sensing. The lead was removed and replaced.